Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having sensor issue with sensor from one box. Customer reported or receiving lost sensor and weak signal. Customer reported that insulin pump was no longer receiving data from the transmitter. Troubleshooting was performed and customer was advised that sensors would be replaced.